Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the reported issue was caused by a transient air pocket over the reference electrode. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.